Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "on (B)(6) 2020, luer hub was separated from extension line during usage on the patient." No patient harm reported. No report of a required medical intervention. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one image showing a cvc catheter. The sample was also returned. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. Despite this, it has been determined that the returned catheter is not the same catheter that is packaged within the finished kit. Firstly, the distal end of both extension line luer hubs are extruded differently. Secondly, the text font printed on the juncture hub is different and does not indicate that this is an "arrow" product. The catheter clamp/faster does not match the graphic. Finally, the text printed on the extension lines indicates that the proximal and distal lines are both 16ga, which also contradicts the graphic (distal-14ga, proximal-18ga). Based on this, it is being determined that the returned catheter is not the same catheter that is normally packaged within the reported finished good. Functional analysis could not be performed as the returned catheter does not match the catheter normally packaged within the reported finished kit. Ma nufacturing and r & d were contacted as part of this complaint investigation. They confirmed that the returned catheter is not the same catheter normally packaged within the reported finished kit. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. Despite this, further analysis of the catheter graphics revealed that the returned catheter is not the same catheter normally packaged within the reported finished kit. Manufacturing and r & d confirmed this observation. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from manufacturing/r & d, the root cause cannot be determined as this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "(B)(6) 2020,luer hub was separated from extension line during usage on the patient." No patient harm reported. No report of a required medical intervention. The patient's condition is reported as fine.